Event description:
Information received that the stretcher had no head end brakes. No injury reported.

Manufacturer narrative:
Technician located the stretcher in maintenance area. Found: no head end brakes, due to defective head end linkage. Replaced, aligned and adjusted the brakes to resolve this issue.